Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 08/26/2009 that a customer had an issue with a dialysis catheter. Customer states that the palindrome was inserted on (B) (6) 2009. While at the dialysis unit on (B) (6) 2009, the venous adaptor cracked at the tip. This catheter was pulled and replaced.